Event description:
It was reported that the patient has expired after implant duration of approximately 0.7 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of (B) (6) 2010, "the patient tolerated the procedure well and was taken to the ICU in stable condition."

Event description:
It was reported that during a thyroidectomy procedure, the device fired clips that looked like they were formed properly but they would not stay on the vessel. It is unknown if they fell into the patient. Sutures and ties were used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received, however, the cause of death was not provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.